Manufacturer narrative:
The monitors and electrode belts have been returned to the distributor. Evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatments. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 3 times by the lifevest. Supraventricular tachycardia (svt) contributed to the false detections. The patient was reportedly conscious at the time of the events. As reported, the patient¿s belt was damaged when nursing staff pulled on the belt to move the patient. While wearing the damaged belt the patient received the first treatment. There were siren alarms, but the patient did not feel the shock and no gel was present. The device only delivered a 3-joule shock for the first treatment. The impedance was 0 during the pulse delivery. The front electrodes were not properly on the patient¿s skin. The patient was changed into a new belt. The patient called a nurse into the room during the second treatment and asked the nurse to stop the treatments. The response buttons were pressed after three treatments were delivered. The response buttons functioned appropriately. No injury was reported from the treatments. The patient was in a rehab facility prior to the event, during the event, and remained there following the event. The patient continues to use the lifevest.